Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. The power supply connectors were re-seated. The system is operating as intended.

Event description:
The customer reported a lost communication with c-arm error message on the 9900 system. That no pt injury was reported.